Event description:
It was reported that the patient passed out and the patient's device is in mode switch 100% of the time. It was also reported that the patient had an atrial high rate episode (ahre) and that there was a "run of ventricular (v) senses". It was further reported that the patient has a low ejection fraction (ef) and the physician wondered about the ventricular tachycardia (vt) episodes where there were (v) sense beats in the upper chambers per the (v) rate histogram. It was also reported that the patient had a physician visit and no intervention was performed and the patient has been fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.